Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began at 10:00am approximately 3 weeks prior to contacting lifescan (date not provided). The patient stated that he obtained results of "130, 190 and 150 mg/dl" using the subject device compared to results of "90, 92 and 119 mg/dl" obtained using another device, all results taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The patient stated that after every high result from the subject meter (dates/times not provided), he increased his dose of humalog insulin from 10 units to 11 then 12 units and lantus insulin from 20 units to 21 then 22 units in response to the alleged inaccuracy. The patient denied having developed any symptoms and there was no mention that he received medical intervention. The patient stated that he tested his blood glucose using another device on the mornings of (B)(6 ) and the results were "95, 99 and 129 mg/dl". At the time of troubleshooting, the csr noted that the patient did not have control solution to perform a walk-through test, the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no evidence that the subject meter caused or contributed to a serious injury. The patient did not develop any symptoms or receive treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.